Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section g2 was corrected to align with the information in the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the stuck forceps jaw could not be determined. It is possible that the issue was caused by wear and tear, reprocessing or maintenance actions by the user, or a defective insert mechanism of the handle. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, this device has not been returned to olympus for evaluation. Product repaired onsite at local third party (anamed) service center. The insert forceps mechanism is damaged, repair is not possible. Jaws replacement. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the jaws "hiq+", 5 x 330 mm, fine tooth, fenestrated device is stuck in the set during preparation for use. There was no report of patient harm or user injury associated with this event.